Event description:
This 49 year old female had bam with saline implants (date unknown) at another facility. She presents with a deflated left implant. Gross exam: the right implant is intact with no evidence of leakage of its contents. The left implant is an empty shell with a laceration noted near one margin of the implant. Of note at time of surgery the implant was noted to be deflated when the capsule was opened, and during removal, a small tear was made in the implant. An imprint "mcghann" was on the implant.